Event description:
The complainant reported a patient was implanted with an impella cp for for hemodynamic support. It was reported that the pump was replaced because the alarm kept ringing due to the increase in purge pressure and there was a high risk of the pump stopping. Heparin was not effective and activated clotting time was difficult to prolong. After removal, the impella had a large amount of blood clots attached, and blood clots were also formed at the discharge site. There was no harm to patient and the patient survived the event.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ impella cp with smart assist system section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Manufacturer narrative:
The investigation for the high purge pressure and the thrombus has been completed. The purge pressure increased and heparin was administered at 10iu/ml but was not effective. After removal, a large amount of blood clots were attached to the impella. Blood clots were also formed in the outflow cage. No product was returned. The images returned show biomaterial in the purge gap. The data logs confirm high purge pressure. There was a motor current spike before a rapid rise in purge pressure after which there was a gradual rise until high purge pressure alarms were triggered. The root cause of the high purge pressure was most likely biomaterial. The root cause of the thrombus could not be determined. Added-b2 selected required intervention to prevent impairment.